Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) reviewed and stated that the testing was stable outside of the vector breakdown showing the svc coil was out of range and there could be a fracture. Ts recommended programming options. This rv lead remains in service. No adverse patient effects were reported.